Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcification, de novo, distal left anterior descending artery that is 95% stenosed. Pre-dilatation was performed prior to stenting. After deployment of a 2.25 x 15mm xience prime stent, a distal edge dissection occurred. A 2.5 x15mm xience prime stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime small vessel (sv) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.